Event description:
It was reported issues with iui connectors such as dull colored iui connectors pins, some had a white film on the iui connectors, damage to the right side iui connector ribs between the iui pins, damage/misalignment to the left side iui connector pin. These issues were observed by bd representative during site visit. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.